Event description:
The caller reported that within the past year the hub had broken off from the shiley tracheostomy tube. The connection between the hub and the cannula broke where the disposable cannula would attach to the tracheostomy tube. The caller reported that the doctor stated that he does not remember details of the failure, but the issue required changing the tube out for a new one.

Manufacturer narrative:
The 8 perc lot number 0806000048 was received for evaluation. The failure observed in the samples was the snap head had separated from the outer cannula. The reported failure was confirmed. See scanned page.